Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2014-00855. (B)(4) clinical study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2010, patient presented due to sensation of pressure over the chest, difficulty in breathing and was subsequently diagnosed with unstable angina and was referred for cardiac catheterization which revealed 2 target lesions. Target lesion #1 was a 90% stenosed, de novo lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 3mm and 24 mm lesion length. The lesion was treated with predilation using an unspecified balloon catheter and placement of a 3.00x28mm promus element drug eluting stent resulting to 0% residual stenosis. Target lesion #2 was a 80% stenosed, de novo lesion located in the distal rca with a reference vessel diameter of 3 mm and 12 mm lesion length. The lesion was treated with predilation using an unspecified balloon catheter and placement of a 3.00x16mm promus element drug eluting stent resulting to 0% residual stenosis. Two days post procedure, the cardiac enzymes (peak troponin I= 2.16 mcg/l; uln= 0.03 mcg/l) were found to be elevated and an event of mi was reported. The patient however, did not experience ischemic symptoms and event was considered to be resolved without residual effects. The patient was then discharged on aspirin and clopidogrel on the same day.